Event description:
Customer contacted technical support (ts) stating unit had multiple errors found on the unit's diagnostic log. Facility never reported error codes. The customer reported there was no patient involvement.